Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 was failed. A field service engineer found they the u-link on the solenoid plunger was broken. So, replaced plunger and u-link to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients, but the user was able to get the medications from pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility name: (B)(6).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients, but the user was able to get the medications from pharmacy. There were no adverse events or injuries reported based on this incident.